Event description:
The customer reported that the sys was intermittently making a loud popping sound followed by the live image going black. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The high voltage cable was cleaned and re-greased. The sys was then found to be operating as intended.